Event description:
My doctor injected my left knee with synvisc-one. This procedure was done properly and according to genzyme corp instructions. Within 1 day my knee was unstable and felt loose. Exactly 1 week later, my knee made a loud pop when I took a step and it felt like I tore something. Since that time I have had pain and popping noises on a regular basis, and my knee is still unstable and feels loose. Before the injection, my knee had a minimal amount of pain and felt tight and normal. The x-ray showed I had wear in the knee and this injection was supposed to lubricate and cushion the joint. Instead it has caused more damage and pain and will probably result in a surgery if I choose to allow it. I now have to wear a neoprene sleeve over the knee to help stabilize it. Dose or amount: 1 injection in knee, frequency: every 6 mos. Dates of use: 6 mos. Diagnosis or reason for use: oa of the knee.